Event description:
Information received with return of the explanted device notes that the patient presented to the emergency room with an intrinsic rate in the 20's. A telemetry link could not be established so the device was replaced.